Event description:
Additional information was received regarding the reported event (no water flow through the auxiliary water channel): the intended procedure was diagnostic. There was no delay in the intended procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the foreign matter was generated due to clogging of the secondary water supply channel due to insufficient cleaning. The event can be detected/prevented by following the instructions for use which state the following: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush detergent solution and air into the auxiliary water channel (for endoscopes with auxiliary water feeding only)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the foreign material found in the channel was suspected to be due to insufficient cleaning of the device. In addition, service found the light guide lens was broken, there was a leakage due to a damaged auxiliary water channel, the light guide bundle was not in good condition, and the display was partially dark due to a scratched charge-coupled device lens. The adhesive on the bending section cover was broken. The plastic distal end cover and switch button #2 were scratched. The bending angle in up direction was of specification due to wear of the angulation wire, and there was play in the up/down angulation knob due to wear of the angulation wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was no water flow through the auxiliary water channel of the subject device. The reported issue occurred when preparing the device for an unspecified procedure. The intended procedure was completed using another device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was observed clogging the channel. This report is being submitted for the malfunction found during evaluation of the device (foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.